Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate, resulting in the balloon being removed inflated; could result in an injurious event. Device issue: failure to deflate. It was reported that during the treatment of an ostial da lesion, after predilatation was done with another company's cutting balloon, a 4.0 x 12 mm xience v was introduced. The balloon was inflated and the stent was successfully implanted, but it was very difficult to get the balloon deflated. Several attempts were made using a syringe, until the balloon partially deflated. The balloon could not be pulled into the guide catheter so they were retracted as a single unit to the aorta, at which time the balloon was able to be pulled into the guide catheter and all was removed from the patient. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the reported difficulty to deflate. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire exit notch. There was fluid visible in the inflation lumen and in the balloon. The balloon was loosely folded. There were crimp marks on the balloon and between the markers. The guiding catheter used in the procedure was not returned. There was no damage noted to the sds. A mandrel was used to measure the inner diameter of the tip and distal shaft guide wire exit notch. This met manufacturing criteria. The total length of the catheter was measured and this met manufacturing criteria. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the balloon to rated burst pressure (rbp) of 235 psi. The balloon inflated and the deflation times were measured. The deflation times met manufacturing criteria. Pulled negative pressure and the balloon refolded properly. The returned catheter was advanced though a new guiding catheter without any resistance noted. Product performance engineering reviewed the incident information and analysis of the returned device. Quality assurance analysis of the returned device noted that there was blood visible in the guide wire exit notch and fluid was visible in the inflation lumen and in the loosely folded balloon, which is consistent with the reported information that the device was prepared for use, inserted in the patient anatomy and the sds was inflated. There were crimp marks on the balloon and between the markers, suggesting that the stent implant was originally crimped down on the balloon in the correct location. A mandrel was used to measure the inner diameter of the tip and the guide wire exit notch; both met manufacturing criteria. The total length of the catheter was measured and met manufacturing criteria. Return of the inflation device used during the procedure may have aided in the investigation determination of root cause. A new indeflator was used to pressurize the sds to rbp with diluted contrast. The deflation times were measured and met manufacturing criteria. It was noted that the balloon refolded properly. Analysis was unable to confirm the reported difficulty to deflate. Difficulty to deflate can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device and accessory device support, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, contamination in the inflation lumen and inner diameter of the shaft, and/or balloon refold difficulties. It is also possible that the contrast mix ratio may not have been improperly diluted and could have contributed to the deflation failure. Contrast that is more concentrated can lead to slower deflation. To help ensure that the reported difficulties are not due to manufacturing, the balloon is checked for proper fold configuration. Additionally, during lot release testing, a sampling of units is destructively tested for proper balloon deflation. The guiding catheter used during the procedure was not returned which may have aided in investigation and determination of root cause. Analysis noted that the balloon refolded properly during deflation and the sds was advanced thorough a new guiding catheter with no resistance noted. Analysis was unable to confirm the reported difficulty to remove from the guiding catheter. Factors which may contribute to resistance with a guiding catheter during removal include, but are not limited to, manufacturing, damage to the stent implant, damage to the guiding catheter, or procedural technique. To ensure the reported issue is not related to a manufacturing process, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line. A review of the device manufacturing records was performed and did not reveal any non-conformances that were related to the reported difficulty to deflate and difficulty to remove. All lot release data indicate all samples were within specification. In this case, the reported difficulty to deflate and difficulty to remove could not be confirmed. There is no indication of a product quality issue, but a conclusive root cause could not be determined. A conclusive root cause could not be determined for the reported difficulty to deflate. Product performance engineering will monitor the incident circumstances. All stent delivery systems are inspected for proper balloon fold configuration. Additionally, during lot release testing, a sampling of units is destructively tested for proper balloon deflation. This MDR is considered closed by the product performance group.